Manufacturer narrative:
Per the manufacturer's technical support specialist, the user facility's biomedical engineer checked the wall pressure and observed it to read 77 pounds per square inch (psi) while the oxygen (o2) inlet pressure read 51 psi.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) displayed a low pressure alarm and the electronic patient gas system (epgs) would not calibrate. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was a delay to change the unit out. There was no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated block: b5.

Event description:
Additional information received that there was no delay in the procedure.

Manufacturer narrative:
Updated blocks: h3 and h6 the reported complaint was confirmed. No product was returned for evaluation so further evaluation and root cause analysis could not be performed. Multiple diligence attempts for part return were unsuccessful. Per the manufacturer's senior engineering technician, the ideal pressure the facility provides is 50 pounds per square inch (psi) for air and oxygen. The allowed range the gas system will use is 30 psi to 70 psi and a maximum differential pressure of 18 psi between the air and oxygen. Since the air pressure was reportedly measured at 77 psi with an independent pressure meter and was above the allowed range, the gas system would have reported a high pressure alarm, not low as reported. The source of the issue appeared to be the high facility pressure. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.